Event description:
The following occurs due to incorrect database build. When placing an IV order in powerchart powerorders, the user may select a rate unit other than ml/hr. The user is prompted that this is a free-text rate. When the order is received in pharmacy for verification, the system expects ml/hr as the rate and does not recognize the free-text user-entered rate from powerorders. This results in the pharmacist calculating the rate by using the existing bag volume and entering an infuse over value for the default of 24 hours. The system then calculates an incorrect rate for rate unit of ml/hr. This incident reported to cerner corporation resulted in one patient receiving an incorrect dose of heparin and another patient receiving an incorrect dose of nesiritide. The patients were treated appropriately, however, an extended hospital stay was necessary for both patients.